Event description:
Revision due to subsidence of the stem causing a shortened leg length.

Manufacturer narrative:
Document review: quadra h cementless femoral stem size 2 lat - (B)(4) / lot 120285 ((B)(4) stems produced): all parameters were found to be in accordance with the specs valid at the time of mfg. The washing cycle for metal components are run according to specs and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specs valid at the time of production. Eighteen stems belonging to this lot have been already implanted and no incidents have been reported up to now. The reason of the subsidence is unk; from the data collected, there is no evidence that the event is device related.